Event description:
The manufacturer received information from a philips service technician was unable to complete the pre-evaluation on a trilogy 100 device. There was no serious patient harm or injury that occurred or was reported. The trilogy 100 device was evaluated by philips service technician. The device evaluation found the a/c cable was damaged causing the pre-evaluation to fail on the device. The philps service technician replaced the a/c cable to address this issue. Additional findings not related to the malfunction/issue the philps service technician found the rubber feet missing and damaged base enclosure case. The philps service technician replaced the device's rubber feet and base enclosure case to address these issues.